Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During an unknown surgery, the connection part between the needle and the suture was broken during use and the needle went inside the hypodermis. Eventually, the surgeon could find the needle during the surgery. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 8/24/2023. H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: was the needle retrieved during the same procedure? Yes. Were x-rays taken to locate the needle? Unk. What measures were taken to retrieve the needle? Unk. Was there any additional tissue damage as a result of searching for the needle? No. Please provide the lot number: unk. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - = 2360 g /m.